Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the skin graft would not feed in the skin graft board. Additional information received january 23, 2017 stated that during surgery the event occurred and another device was used to complete the surgery. Further additional information received january 25, 2017 confirmed that the harvested graft was not useable and an additional graft was taken.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on march 28, 2017 revealed that the calibration pre-test could not be performed due to the damaged comb. The side plates, roller and gear were visually damaged. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on march 28, 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, damaged hardware, and repaired the ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since during the initial inspection it was noted that the comb was damaged. While during the initial inspection it was noted that the comb was damaged, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
Investigation results revealed that the comb was damaged.